Event description:
The customer contact reported the device did not alarm when the tubing was clamped distal to the device. On an unspecified date and time, the device was programmed to deliver unspecified concentration of lipids via syringe and the delivery was started. No specific programming parameters were provided. In 2008, at approx 2100, the nurse noted the trifuse roller clamp was closed. The clamp was opened. There were no reported adverse pt effects. No medical interventions were required. At an unspecified time, the device was removed from clinical service. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The pump history was downloaded at the user facility. A review of the history indicated in 2008 at 1657, channel a was programmed in basic therapy to deliver lipids 20% concentration of 20g/ml, at a dose rate of 3.36g/kg/day, with a vtbi of 2ml, for a calculated duration of 4 hours at a rate of 0.5ml/hr, kvo rate of 1.1ml/hr, distal occlusion setting of 10ps, and proximal occlusion setting of solution container. The infusion was started. At 1701, the 5.938ml shift total was cleared. At 2047, the device alarmed for nearing end of infusion. At 2048, channel a infusion was stopped. Channel a was reprogrammed to deliver a vtbi of 3ml, for a duration of 6 hours. At 2048, the infusion was started and the nearing end of infusion alarm was cleared.